Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "while the nurse was taking laboratory tests, she observed a foreign object inside the tube fixed in the gel. When the tube is opened, the foreign body is removed with a wire, where when palpated it has a plastic-metal appearance."